Event description:
It was reported that the patient experienced scrotal inflammation, discomfort and pain with an inflatable penile prosthesis (ipp). The pump was said to be on the skin side of the scrotum wall causing pain when the device was operated. There was no exposure of the component outside the body. The c-reactive protein (crp) levels were high when the scrotal inflammation was found. A surgical procedure was performed in which the existing ipp was removed and a new spectra penile prosthesis (spp) was implanted. There were no device malfunctions associated to the explanted device. The patient was stable following the procedure.

Event description:
It was reported that the patient experienced scrotal inflammation, discomfort and pain with an inflatable penile prosthesis (ipp). The pump was said to be on the skin side of the scrotum wall causing pain when the device was operated. There was no exposure of the component outside the body. The c-reactive protein (crp) levels were high when the scrotal inflammation was found. A surgical procedure was performed in which the existing ipp was removed and a new spectra penile prosthesis (spp) was implanted. There were no device malfunctions associated to the explanted device. The patient was stable following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified pump activation behavior could affect the functionality of the device. However, product analysis is not able to confirm the inflammation, discomfort and pain allegations. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. The cylinders were visually and microscopically tested. Both cylinders had sharp instrument damage consistent with explant. The cylinders could not be pressure tested due to the leaks identified. Visual and microscopical inspection of the reservoir did not reveal any damages. The reservoir passed all functional tests performed. Visual inspection of the returned pump revealed that the collet was misaligned and not all prongs were inserted into the window quick connector; however, no leaks were identified. Functional testing of the pump identified that the component did not pass the 8lb. Activation test; therefore, requiring more than 8lbs. Of force to activate product analysis concluded that the pump activation behavior could affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists inflammation, discomfort and pain as a potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.